Manufacturer narrative:
The customer¿s report of the channels shutting off during infusions of 3 medications was confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. Fluid ingress was observed on the interior of the rear case. Analysis of the pcu event log shows that at 1:04 am on (B)(6) 2017 a channel disconnect occurred and the three pump modules to the left of the pcu were disconnected, with pump module s/n (B)(4) the most likely source of the disconnects. Between 1:13 am and 1:19 am, the same three pump modules were removed from the system four additional times and were re-added to the system within 9 seconds of their removal. All disconnects were due to loss of power. Functional testing was unable to replicate a channel disconnect. The proximate cause of the reported event was identified as a channel disconnect due to loss of power. The root cause is believed to be a slight contaminant film present on the contacts of the pump module¿s right iui connector causing an intermittent connection between the pcu and the affected pump module. The source of the contaminant was not determined.

Event description:
The customer reported that during infusions of dobutamine, dopamine, and lasix, the channel stopped infusing and the brain alarmed "disconnected." An audible alarm occurred. There was no patient harm. The user was in the room at the time of the event.